Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and power on self testing in rescue and non-rescue mode without duplicating the report. The customer decided to purchase a new device instead of proceeding with the repair. The device was scrapped at zoll japan. Analysis of reports of this type has not identified an increase in trend.